Event description:
Complainant alleged that during biomed testing the device charged and then dumped the selected energy. Complainant indicated that there was no pt involvement in the reported malfunction.